Event description:
It was later reported that the site no longer has the handheld and that it appears to have been lost. The physician could not recall any specifics about the problems he was having with the handheld.

Event description:
It was reported by the neurologist that he was having problems with his handheld. Troubleshooting was performed but was unsuccessful. The neurologist had to use his partner¿s handheld to complete the appointment.